Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the occlusion of the right common femoral artery and the successful patch repair. Additionally, the clinical evaluation was able to confirm shock, acute ischemia of the right leg, acidosis, renal artery infarct, occlusions of the tibial arteries, and medical management of thrombus, and shock. The clinical assessment was based on adequate medical records and suboptimal patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, intentional covering of the renal artery, and pre-existing occlusive disease.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2016 to treat occlusive disease. After the initial implant the patient was having issues with the right leg and the color of the leg was turning blue and there was no flow. The physician elected to patch the artery to resolve the issue. The patient expired on (B)(6) 2015 from systemic failure.